Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 288576 did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review was completed. No significant trend was identified from this review. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, two root cause classification codes are assigned to this complaint, these being 'anticipated procedural complication' (vessel dissection) and 'undeterminable' (patient death). Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling' while undeterminable is defined as 'where review and analysis of all available information fails to indicate a root cause or probable root cause'. Vessel dissection is an anticipated procedural complications due to a known physiological effect of the procedure as noted within the instructions for use. The reported event describes a patient with 'heavily calcified right iliac artery'. Medical consultant dr (B)(6) completed an independent review of the event description and concluded that; 'insertion of the lotus sheath resulted in dissection of the right iliac artery. According to the report this was treated with stenting and the patient underwent bav of the aortic valve. Subsequently, thrombosis of the left iliac/femoral artery occurred which was treated with heparinization. The report mentions low temperature, I presume this is a typographical error as the subsequent treatment is for low blood pressure. In addition the report refers to an atrio-ventricular fistula, once again this appears to be a typo as it appears to be an aterio-venous fistula. The patient's death ultimately is as a result of the vascular compilation which resulted in multi organ failure. There is nothing in the report to indicate that the complication was unique to the lotus sheath. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Vessel dissection is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. The potential effect where the device is used in incompatible patient with 'severe iliofemoral tortuosity or calcification' is also considered within the risk documentation. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
(B)(4) (right iliac artery dissection leading to multi organ failure (death), right iliac artery dissection leading to multi organ failure (bleeding complications), right iliac artery dissection leading to multi organ failure (vascular complications)). Procedure summary: the subject was enrolled into (B)(6)-2015. Prior to the index procedure, heparin or other anticoagulant was given. Subject did not receive any loading doses prior to index procedure. A lotus introducer was placed, and a 27 mm lotus valve was opened but not inserted as there was dissection noted in the right iliac artery caused by the lotus introducer (as confirmed by site through answered query). Event description: right iliac artery dissection leading to multi organ failure (001- bleeding)/ right iliac artery dissection leading to multi organ failure (0011- vascular complication)/ right iliac artery dissection leading to multi organ failure (0012- death). On (B)(6)-2015, during the index procedure, a lotus introducer was placed, then a 27 mm lotus valve was opened but it was not inserted as aortogram revealed dissection of heavily calcified right iliac artery with extravasation. Of note per answered query, the dissection was caused by the lotus introducer (other product issue). Due to highly calcific iliac artery and continuous bleeding, several attempts were made to recanalize the artery, finally it was possible with the antegrade stress and cart technique. Aspiration was performed due to the thrombus, and then a covered stent was implanted in the distal portion of right iliac artery with three "fluency stents" of size 80 x 10 mm, 80 x 8 mm and 80 x 6 mm. Finally, balloon valvuloplasty was performed to gain proper gradient. Per (B)(6), subject required blood transfusion. The varc classification for the bleeding event was life-threatening. The varc severity for the vascular complication was major (access site or access related vascular injury leading to major complication and unplanned endovascular or surgical intervention associated with major complication). On (B)(6)-2015, subject was noted with occlusion of left iliac artery due to a thrombus (002- reported as varc- vascular complication), doppler test of the left leg showed no pulses, due to which heparin was started and angiography was planned. Also on (B)(6)-2015, subject was noted with acute kidney failure (003-reported as varc- aki), and was treated with continuous veno-venous hemofiltration. On (B)(6)-2015, angiography revealed, occlusion of superficial femoral artery flow into profunda femoral artery, however there was no restriction of flow into superficial femoral artery. Also evidence of atrio-ventricular fistula formation was noted, however site has confirmed that the av fistula formation is related to the event (001) and would not be reported separately. Subject was then discharged from vascular surgery on medication and the subject was recommended aptt administration, heparin infusion into right femoral sheath, monitor left groin for bleeding every 10-20 mins for next few hours and in case of any signs of bleeding local pressure for 20 mins should be applied. On (B)(6)-2015, beginning of the night, subject was noted with low temperature. Hence picco study was not performed. Later the subject was warmed and the study was performed and subject was recommended to continue with fluid boluses. However there was minimal response noted with the fluid boluses, due to which continuous boluses were required. Later the subject was noted to be hypoglycemic with increase in lactate to 6.8. Further course cardiology was informed about the condition following which decision to stop fluid IV and to start on dobutamine infusion was advised. On (B)(6)-2015, decrease in blood pressure was noted. In order to maintain bp, 2 x adrenaline boluses were given. Later the family was contacted and informed about the deterioration in condition as the subject was struggling with maintaining the bp. On (B)(6)-2015, subject was diagnosed with multi-organ failure with acidosis with increased lactate level. On (B)(6)-2015, echo showed lvh with poor diastolic relaxation. There was no progress in the condition and subject was noted globally hypotensive. Per source, no procedure would have been beneficial and therefore vasopressors were stopped. On (B)(6)-2015 at 17:35 hours, 2 days post index procedure, subject died due to right iliac artery dissection leading to multi organ failure (per (B)(6)). Per pi note to file dated 03-feb-2016, subject died on (B)(6)-2015 due to multiorgan failure. Death certificate would not be available. No autopsy was performed. Potential relationship to study procedure per investigator: related adjudication results: event 1: right iliac artery dissection leading to multi organ failure. Adjudication results: pending. Event 2: right iliac artery dissection leading to multi organ failure. Adjudication results: no cec adjudication results required. Event 3: right iliac artery dissection leading to multi organ failure. Adjudication results: no cec adjudication results required. Event 4: left iliac artery occlusion. Adjudication results: no cec adjudication results required. Event 5: acute kidney injury. Adjudication results: no cec adjudication results required.

Event description:
(B)(4) (right iliac artery dissection leading to multi organ failure (death), right iliac artery dissection leading to multi organ failure (bleeding complications), right iliac artery dissection leading to multi organ failure (vascular complications)) procedure summary: the subject was enrolled into the respond study on (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given. Subject did not receive any loading doses prior to index procedure. A lotus introducer was placed, and a 27 mm lotus valve was opened but not inserted as there was dissection noted in the right iliac artery caused by the lotus introducer (as confirmed by site through answered query). Event description: right iliac artery dissection leading to multi organ failure (001- bleeding)/ right iliac artery dissection leading to multi organ failure (0011- vascular complication)/ right iliac artery dissection leading to multi organ failure (0012- death) on (B)(6) 2015, during the index procedure, a lotus introducer was placed, then a 27 mm lotus valve was opened but it was not inserted as aortogram revealed dissection of heavily calcified right iliac artery with extravasation. Of note per answered query, the dissection was caused by the lotus introducer (other product issue). Due to highly calcific iliac artery and continuous bleeding, several attempts were made to recanalize the artery, finally it was possible with the antegrade stress and cart technique. Aspiration was performed due to the thrombus, and then a covered stent was implanted in the distal portion of right iliac artery with three "fluency stents" of size 80 x 10 mm, 80 x 8 mm and 80 x 6 mm. Finally, balloon valvuloplasty was performed to gain proper gradient. Per edc, subject required blood transfusion. The varc classification for the bleeding event was life-threatening. The varc severity for the vascular complication was major (access site or access related vascular injury leading to major complication and unplanned endovascular or surgical intervention associated with major complication). On (B)(6) 2015, subject was noted with occlusion of left iliac artery due to a thrombus (002- reported as varc- vascular complication), doppler test of the left leg showed no pulses, due to which heparin was started and angiography was planned. Also on (B)(6) 2015, subject was noted with acute kidney failure (003-reported as varc- aki), and was treated with continuous veno-venous hemofiltration. On (B)(6) 2015, angiography revealed, occlusion of superficial femoral artery flow into profunda femoral artery, however there was no restriction of flow into superficial femoral artery. Also evidence of atrio-ventricular fistula formation was noted, however site has confirmed that the av fistula formation is related to the event (001) and would not be reported separately. Subject was then discharged from vascular surgery on medication and the subject was recommended aptt administration, heparin infusion into right femoral sheath, monitor left groin for bleeding every 10-20 mins for next few hours and in case of any signs of bleeding local pressure for 20 mins should be applied. On (B)(6) 2015, beginning of the night, subject was noted with low temperature. Hence picco study was not performed. Later the subject was warmed and the study was performed and subject was recommended to continue with fluid boluses. However there was minimal response noted with the fluid boluses, due to which continuous boluses were required. Later the subject was noted to be hypoglycemic with increase in lactate to 6.8. Further course cardiology was informed about the condition following which decision to stop fluid IV and to start on dobutamine infusion was advised. On (B)(6) 2015, decrease in blood pressure was noted. In order to maintain bp, 2 x adrenaline boluses were given. Later the family was contacted and informed about the deterioration in condition as the subject was struggling with maintaining the bp. On (B)(6) 2015, subject was diagnosed with multi-organ failure with acidosis with increased lactate level. On (B)(6) 2015, echo showed lvh with poor diastolic relaxation. There was no progress in the condition and subject was noted globally hypotensive. Per source, no procedure would have been beneficial and therefore vasopressors were stopped. On (B)(6) 2015 at 17:35 hours, 2 days post index procedure, subject died due to right iliac artery dissection leading to multi organ failure (per edc). Per pi note to file dated 03-feb-2016, subject died on (B)(6) 2015 due to multiorgan failure. Death certificate would not be available. No autopsy was performed. Potential relationship to study procedure per investigator: related. Adjudication results: event 1: right iliac artery dissection leading to multi organ failure adjudication results: pending. Event 2: right iliac artery dissection leading to multi organ failure adjudication results: no cec adjudication results required. Event 3: right iliac artery dissection leading to multi organ failure adjudication results: no cec adjudication results required. Event 4: left iliac artery occlusion adjudication results: no cec adjudication results required. Event 5: acute kidney injury adjudication results: no cec adjudication results required.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 288576 did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review was completed. No significant trend was identified from this review. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, two root cause classification codes are assigned to this complaint, these being 'anticipated procedural complication' (vessel dissection) and 'undeterminable' (patient death). Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling' while undeterminable is defined as 'where review and analysis of all available information fails to indicate a root cause or probable root cause'. Vessel dissection is an anticipated procedural complications due to a known physiological effect of the procedure as noted within the instructions for use. The reported event describes a patient with heavily calcified right iliac artery'. Medical consultant dr (B)(6) completed an independent review of the event description and concluded that; 'insertion of the lotus sheath resulted in dissection of the right iliac artery. According to the report this was treated with stenting and the patient underwent bav of the aortic valve. Subsequently, thrombosis of the left iliac/femoral artery occurred which was treated with heparinization. The report mentions low temperature, I presume this is a typographical error as the subsequent treatment is for low blood pressure. In addition the report refers to an atrio-ventricular fistula, once again this appears to be a typo as it appears to be an aterio-venous fistula. The patient's death ultimately is as a result of the vascular compilation which resulted in multi organ failure. There is nothing in the report to indicate that the complication was unique to the lotus sheath. Note: see below for clarification of typographical errors within the event description. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Vessel dissection is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. The potential effect where the device is used in incompatible patient with 'severe iliofemoral tortuosity or calcification' is also considered within the risk documentation. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Clarification of typographical error within event description due to the complexity of the event description a clinical review was requested for this complaint. The clinical review observed potential typographical errors within the event description. See below extract from the clinical review. 'Insertion of the lotus sheath resulted in dissection of the right iliac artery. According to the report this was treated with stenting and the patient underwent bav of the aortic valve. Subsequently, thrombosis of the left iliac/femoral artery occurred which was treated with heparinization. The report mentions low temperature, I presume this is a typographical error as the subsequent treatment is for low blood pressure. In addition the report refers to an atrio-ventricular fistula, once again this appears to be a typo as it appears to be an aterio-venous fistula. The patient's death ultimately is as a result of the vascular compilation which resulted in multi organ failure. There is nothing in the report to indicate that the complication was unique to the lotus sheath. Based on this clinical review a communication was sent to the bsc post market surveillance team who subsequently confirmed there were typographical errors within the event description. Reference complaint file where a copy of this communication is held. See below revised event description with typographical errors corrected. ------------------------------------------------------------------------------------------------------------------------------------- medical history: (B)(6) was a (B)(6) year old female, at the time of enrollment, with a medical history of type 2 diabetes mellitus (treated with diet and insulin) hyperlipidemia, hypertension, congestive heart failure (nyha iii) and atrial fibrillation. Tte assessment on (B)(6)-2015 indicated that the subject's qualifying conditions were: unknown aortic valve area with a 22 mm annulus diameter. The mean aortic pressure gradient and left ventricular ejection fraction were unknown. Mild aortic regurgitation was noted. Procedure summary: the subject was enrolled (B)(6)-2015. Prior to the index procedure, heparin or other anticoagulant was given. Subject did not receive loading doses of antiplatelet medications prior to index procedure. A 27 mm lotus valve was unpackaged and prepped for the procedure. Insertion of the lotus introducer sheath caused dissection of the right iliac artery (please see the event description below). Due to vascular complication, tavi was aborted and no study device was implanted. Event description: right iliac artery dissection caused by lotus introducer leading to multi organ failure (001- bleeding event)/ right iliac artery dissection caused by lotus introducer leading to multi organ failure (0011- vascular complication)/ right iliac artery dissection caused by lotus introducer leading to multi organ failure (0012- death): on (B)(6)-2015, during the index procedure, prior to insertion of the lotus valve, a lotus introducer was placed following which dissection of the heavily calcified right iliac artery was noted. Due to the vascular complication, valve deployment was aborted. Of note, per answered query, site confirmed that the dissection was caused by lotus introducer sheath (complaint submitted for 'other product issue'). Due to the highly calcified iliac artery and continuous bleeding, several unsuccessful attempts were made to recanalize the artery. Finally, the vessel was recanalized by antegrade approach using terumo guidewire with cart technique. Aspiration thrombectomy was performed 4 times followed by deployment of three fluency stents (sizes 80 x 10 mm, 80 x 8 mm and 80 x 6 mm) in the distal portion of right iliac artery. This was followed by balloon valvuloplasty. Following the stenting procedure, perforation was sealed and flow to femoral (superficial profunda) was restored. Per edc, the subject required blood transfusions (details of the number of units transfused not be available). Varc classification for the bleeding event was "life-threatening or disabling". Varc severity for the vascular complication was "major," and the type of injury was "access site or access related vascular injury leading to major complication and unplanned endovascular or surgical intervention associated with major complication". On (B)(6)-2015, doppler scan of the left leg revealed lack of pulses (reported as event 002- varc vascular complication). Heparin and noradrenaline infusions were initiated. On (B)(6)-2015, the activated partial thromboplastin time (aptt) was noted to have increased to 1.4, from the previous value of 0.8. Cardiology was consulted and the subject was taken back to the cath lab for angiography. On (B)(6)-2015, angiography revealed occlusion of the superficial femoral artery with flow into the profunda femoral only. -decision was made to remove the 11 f sheath, however, there was no restoration of flow. Of note, on (B)(6)-2015, the subject was also diagnosed with acute kidney injury on chronic kidney disease (reported as event 003- varc aki), and treated with continuous veno-venous hemofiltration. On (B)(6)-2015, adrenaline infusion and fluid boluses were initiated to maintain blood pressure. The subject developed multi-organ failure with worsening metabolic acidosis and increased lactate level. On (B)(6)-2015, bedside echocardiogram showed lvh with poor diastolic relaxation. Despite fluid bolus and medical treatment, there was no improvement. The subject was globally hypotensive with multiorgan failure. Following discussions with the subject's family, no further life-sustaining measures were to be performed. Support was withdrawn and comfort care only was continued. On (B)(6)-2015, 2 days post index procedure, the subject expired. Death certificate is not be available and autopsy was not performed. The cause of death was multiorgan failure per pi. Potential relationship to study procedure per investigator: related.

Event description:
(B)(6) (right iliac artery dissection leading to multi organ failure (death), right iliac artery dissection leading to multi organ failure (bleeding complications), right iliac artery dissection leading to multi organ failure (vascular complications)). Procedure summary: the subject was enrolled (B)(6)-2015. Prior to the index procedure, heparin or other anticoagulant was given. Subject did not receive any loading doses prior to index procedure. A lotus introducer was placed, and a 27 mm lotus valve was opened but not inserted as there was dissection noted in the right iliac artery caused by the lotus introducer (as confirmed by site through answered query). Event description: right iliac artery dissection leading to multi organ failure (001- bleeding)/ right iliac artery dissection leading to multi organ failure (0011- vascular complication)/ right iliac artery dissection leading to multi organ failure (0012- death). On (B)(6)-2015, during the index procedure, a lotus introducer was placed, then a 27 mm lotus valve was opened but it was not inserted as aortogram revealed dissection of heavily calcified right iliac artery with extravasation. Of note per answered query, the dissection was caused by the lotus introducer (other product issue). Due to highly calcific iliac artery and continuous bleeding, several attempts were made to recanalize the artery, finally it was possible with the antegrade stress and cart technique. Aspiration was performed due to the thrombus, and then a covered stent was implanted in the distal portion of right iliac artery with three "fluency stents" of size 80 x 10 mm, 80 x 8 mm and 80 x 6 mm. Finally, balloon valvuloplasty was performed to gain proper gradient. Per edc, subject required blood transfusion. The varc classification for the bleeding event was life-threatening. The varc severity for the vascular complication was major (access site or access related vascular injury leading to major complication and unplanned endovascular or surgical intervention associated with major complication). On (B)(6)-2015, subject was noted with occlusion of left iliac artery due to a thrombus (002- reported as varc- vascular complication), doppler test of the left leg showed no pulses, due to which heparin was started and angiography was planned. Also on (B)(6)-2015, subject was noted with acute kidney failure (003-reported as varc- aki), and was treated with continuous veno-venous hemofiltration. On (B)(6)-2015, angiography revealed, occlusion of superficial femoral artery flow into profunda femoral artery, however there was no restriction of flow into superficial femoral artery. Also evidence of atrio-ventricular fistula formation was noted, however site has confirmed that the av fistula formation is related to the event (001) and would not be reported separately. Subject was then discharged from vascular surgery on medication and the subject was recommended aptt administration, heparin infusion into right femoral sheath, monitor left groin for bleeding every 10-20 mins for next few hours and in case of any signs of bleeding local pressure for 20 mins should be applied. On (B)(6)-2015, beginning of the night, subject was noted with low temperature. Hence picco study was not performed. Later the subject was warmed and the study was performed and subject was recommended to continue with fluid boluses. However there was minimal response noted with the fluid boluses, due to which continuous boluses were required. Later the subject was noted to be hypoglycemic with increase in lactate to 6.8. Further course cardiology was informed about the condition following which decision to stop fluid IV and to start on dobutamine infusion was advised. On (B)(6)-2015, decrease in blood pressure was noted. In order to maintain bp, 2 x aderenaline boluses were given. Later the family was contacted and informed about the deterioration in condition as the subject was struggling with maintaining the bp. On (B)(6)-2015, subject was diagnosed with multi-organ failure with acidosis with increased lactate level. On (B)(6)-2015, echo showed lvh with poor diastolic relaxation. There was no progress in the condition and subject was noted globally hypotensive. Per source, no procedure would have been beneficial and therefore vasopressors were stopped. On (B)(6)-2015 at 17:35 hours, 2 days post index procedure, subject died due to right iliac artery dissection leading to multi organ failure (per edc). Per pi note to file dated 03-feb-2016, subject died on (B)(6)-2015 due to multiorgan failure. Death certificate would not be available. No autopsy was performed. Potential relationship to study procedure per investigator: related adjudication results: event 1: right iliac artery dissection leading to multi organ failure. Adjudication results: pending. Event 2: right iliac artery dissection leading to multi organ failure. Adjudication results: no cec adjudication results required. Event 3: right iliac artery dissection leading to multi organ failure. Adjudication results: no cec adjudication results required. Event 4: left iliac artery occlusion. Adjudication results: no cec adjudication results required. Event 5: acute kidney injury. Adjudication results: no cec adjudication results required.